Manufacturer narrative:
Product event summary: (B)(4) the proximal segment ofthe lead was returned, analyzed and no anomalies were found.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two months after device was replaced. The cause of death has been requested and not received.

Event description:
An implantable cardiac defibrillator (ICD) system was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient is deceased and died approximately two months after device was replaced. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant products: d284drg implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012; 694758 implantable tachy lead, implanted: (B)(6) 2004.

Manufacturer narrative:
Corrected information: no eval explain code.